Manufacturer narrative:
No sample or valid lot number information has been received by manufacturing for evaluation. All batches are released according to the required specifications. A valid lot code would be required for review of the complaint history and further evaluation. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. A potential root cause of the reported adverse event complaint includes a solution quality issue, but this is unlikely as chemistry and microbiology data must meet requirements prior to release of product. Based on the available complaint information, we can conclude that the disposition of the product remains unchanged. As no product is returned and insufficient product data is available, the complaint could not be verified therefore, no CAPA is initiated. However, further trending is performed. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that viscoelastic product was instilled into and, left inside of, a patient's eye. After two days, the patient's eye exhibited uveitis and yellowish flocculus in the anterior chamber which settled on the posterior surface of the cornea. On the fourth day post-op, there was choroid detachment developed and vision ranged from very good to very bad. Anterior chamber washing was performed and the flocculus was washed out. The patient was treated with dexamethasone. Additional information has been requested. Additional information was received clarifying that the viscoelastic solution was instilled in the patient's eye in order to support anterior chamber depth and make filtration from the anterior chamber smaller. After remaining inside of the eye for two days, the sediment began making flocculus. On day three, the viscoelastic solution was washed from the eye. The retained viscoelastic was not suspect to have caused the choroidal detachment. The symptoms of uveitis is reported as resolved.